Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my right tube was perforated') and device expulsion ('device had migrated into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("constant cramping in my lower abdomen") and pain ("painful sharp stabbing pains to my right side"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dyspareunia ("very painful sex where my uterus has painfully contracted"), alopecia ("massive hair loss"), dysgeusia ("constant taste of metal in my mouth"), fatigue ("fatigue"), feeling abnormal ("brain fog"), amnesia ("short term memory loss") and vision blurred ("blurred vision"). On an unknown date, the patient experienced toothache ("painful in my teeth") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dyspareunia ("very painful sex where my uterus has painfully contracted"), alopecia ("massive hair loss"), dysgeusia ("constant taste of metal in my mouth"), fatigue ("fatigue"), feeling abnormal ("brain fog"), amnesia ("short term memory loss") and vision blurred ("blurred vision"). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device expulsion, dyspareunia, alopecia and dysgeusia outcome was unknown, the abdominal pain lower and pain had resolved, the toothache, weight increased and depression outcome was unknown and the vision blurred had not resolved. The reporter provided no causality assessment for alopecia, dysgeusia, toothache, vision blurred and weight increased with essure. The reporter considered abdominal pain lower, amnesia, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal and pain to be related to essure. Most recent follow-up information incorporated above includes: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 23-mar-2020: social media received: new events were added: my right tube was perforated and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033586) on 10-feb-2014. The most recent information was received on 25-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my right tube was perforated') and device expulsion ('device had migrated into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("constant cramping in my lower abdomen") and pain ("painful sharp stabbing pains to my right side"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dyspareunia ("very painful sex where my uterus has painfully contracted"), alopecia ("massive hair loss"), dysgeusia ("constant taste of metal in my mouth"), fatigue ("fatigue"), feeling abnormal ("brain fog"), amnesia ("short term memory loss") and vision blurred ("blurred vision"). On an unknown date, the patient experienced toothache ("painful in my teeth") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dyspareunia ("very painful sex where my uterus has painfully contracted"), alopecia ("massive hair loss"), dysgeusia ("constant taste of metal in my mouth"), fatigue ("fatigue"), feeling abnormal ("brain fog"), amnesia ("short term memory loss") and vision blurred ("blurred vision"). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device expulsion, dyspareunia, alopecia and dysgeusia outcome was unknown, the abdominal pain lower and pain had resolved, the toothache, weight increased and depression outcome was unknown and the vision blurred had not resolved. The reporter provided no causality assessment for alopecia, dysgeusia, toothache, vision blurred and weight increased with essure. The reporter considered abdominal pain lower, amnesia, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.